Event description:
This is a diabetic pt with organic impotence who had the initial penile implant one yr ago. The prosthesis would not inflate properly. The pt was seen in the physician's office with the co representative and several attempts were made to inflate the prosthesis but failed. The initial implant was removed and a new prosthesis was implanted.